Event description:
Customer said customer has a raised red area the size of the lancet holder rings on customer's right arm. It began to peel and became firey hot. Customer went to the dr. And was told it was dermatitis and prescribed cortisone cream. Red site has grown larger and dr. Said dermatitis may have been caused by pressure that customer applied.